Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139566 and 7139622.

Event description:
It was reported that the patient that is enrolled in the a7007 envision clinical study experienced worsened neuropathic left lower extremity pain (event ID ae01) which was assessed to be moderate in severity and was administered medication. The relationship to procedure was reported as possible, and the relationship to device hardware and/or stimulation was reported as possible, specifically the hardware. The event is recovering and resolving.

Event description:
It was reported that the patient that is enrolled in the a7007 envision clinical study experienced worsened neuropathic left lower extremity pain (event ID ae01) which was assessed to be moderate in severity and was administered medication. The relationship to procedure was reported as possible, and the relationship to device hardware and/or stimulation was reported as possible, specifically the hardware. The patient and event are recovering and resolving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139566 and 7139622.